Event description:
It was reported that while still in the packaging, the device voltage was not at maximum voltage for a new device. This device was never attempted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. There were no anomalies found.